Event description:
It was reported that the user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) signal on the ilet while the sensor continued to function in the dexcom app, consistent with a communication issue involving the antenna/electrical interface; the user was instructed to toggle and re-enter the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem characterized as intermittent communication failure involving the antenna component of the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.